Manufacturer narrative:
The qc was reported to be within normal ranges. The alarm trace revealed an abnormal probe sucking alarm surrounding the time of the event. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys troponin I stat immunoassay result for one patient sample tested on a cobas 6000 e 601 module with serial number (B)(4). On (B)(6) 2021, the initial result was reported to the physician. On the same day, the patient was transported to another facility where a negative unspecified troponin result was obtained on a new sample from the patient. The pathologist of the laboratory also questioned the result and requested that the initial plasma sample be sent to another laboratory for a rerun. The laboratory uses a vitros analyzer with an unknown laboratory method. The repeat result was deemed correct. The initial result of the plasma sample in a primary tube at 8:40 am was 2.8 ng/ml. The repeat result of the plasma aliquot sample from the other laboratory was <0.012 ng/ml.

Manufacturer narrative:
The patient sample from on (B)(6) 2021 is no longer available for investigation. The customer confirmed that the instrument is working within specifications as they sent 3 different patient samples to other laboratories and obtained the same results for the other patients. There were no issues noted with the repeats of the other samples. The cause of the event could not be determined.